Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2022 after the peg tube placement, the patient experienced stoma site inflammation with yellow-greenish secretions. Prior to duodopa therapy, the patient began treatment with amoxicillin for pre-existing helicobacter pylori infection, which is continued.